Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that this dextrus right ventricular lead was exhibiting loss of capture. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported. The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received. The date of explant was not provided and it is unclear if the event date is the day the loss of capture was found or when the lead was explanted.